Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
Date sent to FDA: 09/19/2012 additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03690. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with a concurrent surgical procedure of implantation and removal of aris sling (injury to urethra during surgery), lysis of abdominal and pelvic adhesions and suture repair of colorectal injury. The patient underwent mesh removal on (B)(6) 2010 due to pelvic pain, dyspareunia and stress urinary incontinence. (B)(4).